Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found there were degraded measuring cells. He adjusted the water pressure and gear pump pressure, cleaned all probe tips and extra wash station, adjusted the rinse levels, and replaced both measuring cells. He ran measuring cell exchanges and measuring cell preps, system prime, and air purges. He performed a liquid level detection (lld) pressure check, mechanism checks, photomultiplier (pmt) high voltage adjustments, reset the calibration data, and performed blank cell calibration, and cell counter reset which were all successful. The customer ran calibration and controls with results within specifications. The investigation determined the service resolved the issue.

Event description:
There was an allegation of a questionable troponin t gen 5 stat result from the cobas 6000 e601 module. The initial result was 35 ng/l and the repeat result from another cobas e601 analyzer was 52 ng/l. The repeat result was believed to be correct.